Event description:
It was reported that the customer was hospitalized due to high blood glucose on the 400s mg/dl. It was stated that the customer was wearing the insulin pump at time of admission and he was drowsy. The nurse stated that the customer does not appears knowing his insulin pump well and he is treated with an insulin drip. Assisted the caller to locate the bolus wizard settings and provided her doctor contact information. No further details were provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.